Event description:
It was reported that the patient experienced four Infusion sets fell off due to an adhesive issue, event on (b)(6) 2026.

Manufacturer narrative:
Initial 4 of 4.Based on the available information, this event is deemed to be a Reportable malfunction.To date no additional information has been received. When additional information become available, a follow-up report will be submitted. FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 8021545.